Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) similar to devices under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: device related paraplegia. On (B)(6) 2017 (308 days pre-procedure), the pre-procedure CT showed a stable, type IV thoracoabdominal aneurysm with mild iliac angulation. The celiac, sma and right renal artery were all patent, and there were no renal infarcts. The left renal artery was occluded. The maximum aneurysm diameter: 59 mm. Length from celiac to sma: 15 mm; length from celiac to right renal: 40 mm; length from celiac to left renal: 0 mm; length from sma to right renal: 25 mm; length from the lowest renal artery to start of the aneurysm (measured from distal most aspect of renal artery): 0 mm. On the day of procedure, (B)(6) 2018, three cook devices were implanted, without difficulties, along with one non-cook device. The post-procedure imaging revealed evidence of a proximal type 1 endoleak ((B)(4)). No device integrity issues or technical abnormalities was noted. The patient was discharged on (B)(6) 2018 (12 days post-procedure). On (B)(6) 2018 (12 days post-procedure) on day of discharge, a definitive paraplegia was discovered ((B)(4)). The patient was at a later date on (B)(6) 2018 (44 days post-procedure) admitted to the hospital for a surgical amputation of the leg due to leg ischemia. The event was considered related to device due to coverage of the spinal cord arteries. A query has been issued to get confirmation that the paraplegia caused the leg ischemia. Additional information received (B)(6) 2019: "new information has been received, that a rapid deterioration of the general condition of the patient has occurred. This deterioration led to the death of the patient. Following comments was made by the site: "paraplegia led to invalidity, trans femoral amputation led to invalidity too, both adverse events led to slip syndrome. Might be related to the device". (Slip syndrome = rapid deterioration of the general condition) the rapid deterioration has a start date (B)(6) 2018 and end date (B)(6) 2018." Patient outcome: the secondary intervention was considered successful. The patient continues in the study. Additional information: the patient has expired.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient received three cook devices (a custom made branched device (wca), zta-pt-38-34-167 (wce) and zta-p-34-113 (wce - complaint device) and a non-cook device on 04apr2018 due to a type IV thoracoabdominal aneurysm. The post-procedure imaging revealed evidence of a proximal type 1 endoleak (B)(4)). On the day of discharge ((B)(6)2018) paraplegia was discovered (this complaint, (B)(4)) and on (B)(6)2018 the patient was admitted to the hospital for a surgical amputation of the leg due to leg ischemia. The event was considered related to device due to coverage of the spinal cord arteries. Additional information revealed that rapid deterioration of the patient health led to patent death ((B)(6)2018). Both paraplegia and trans femoral amputation led to invalidity that led to slip syndrome. No product or images were returned for the investigation. Review of the device history record revealed no non-conformances. Based on this, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. A clinical assessment by medical advisor was performed on the information available in the complaint file. The conclusion of this assessment stats that the very late onset of paraplegic symptoms combined with leg ischemia and amputation are considered not to be related ¿ unless the paraplegic symptoms in fact were symptoms of leg ischemia or vice versa mimicking lower extremity neurologic deficit. The primary determinant in the risk of paraplegia might be the percentage of thoracic aortic coverage and the use of 3 cook stent grafts in this case imply a high percentage of coverage as well as a patient with very extensive aortic pathologies. The new information about the unfortunate death of the patient does not change the overall conclusion and the death of the patient is assessed not to be directly related to the device. From the pre-existing patient condition, it is evident that the patient had several co-morbidities which put the patient at high-risk. The co-morbidities included systemic atherosclerotic disease affecting several vital organs and body parts (kidneys, aorta, heart, peripheral vessels), hypertension and smoking. The timing of the series of events leading to the death of this patient indicates that the patient suffered patient- and procedure-related complications (paraplegia and leg ischemia) that in combination with pre-existing patient co-morbidities put the patient at increased risk of deterioration and fatal outcome. Based on the performed investigation the reported event, paraplegia, is not related to a device failure. Paraplegia is a known inherent risk of this device addressed in the IFU as an adverse event. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.